Event description:
It has been determined that this record, mrn 9617229-2024-07606, is a duplicate of mrn 9617229-2023-08761. Please see mrn 9617229-2023-08761 for reportable events.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.